Event description:
It was reported that at an expected end of life (eol) pump replacement, when the health care professional (hcp) disconnected catheter from pump, no spontaneous retrograde flow of csf occurred. The hcp was unable to aspirate csf from the catheter with needle attached to syringe. There was a catheter occlusion. The actions required as a result of the event included replacement. The 7.6 cm sutureless connector disconnected from the existing implanted catheter and had no retrograde csf visualized. The catheter was entirely explanted and a new catheter was implanted which required laminectomy with tisseel. The patient¿s status at the time of report was alive ¿ no injury. The patient had no symptoms associated with the event. The patient had been stable on a daily dose of 105 mcg/day since (B)(6) 2009. Other medication (oral, etc.) The patient taking at the time of event included zonegram, depakote, tegretol, and lupriprotone. Additional information received reported that no additional actions nor intervention were taken. The patient was discharged post-operatively on (B)(6) 2015 at an infusion rate of 69.9 mcg/day and was receiving effective therapy. The pump was used to infuse gablofen (concentration 1000 mcg/ml).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter sc connector coring, tears, and cuts in seal met leak criteria. Analysis found slight damage on one of the retaining ring fingers. Leaking was seen in the sc connector area during pressure testing in the lab.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in a clinical study indicated the clinical diagnosis was a catheter occlusion and the programming date from the most recent refill prior to the event was (B)(6) 2014. The catheter was explanted/replaced on (B)(6) 2015. Surgical observation included no cerebrospinal fluid (csf) flow from the distal end of the catheter on (B)(6) 2015 during a pump replacement for normal battery depletion. The relationship of the event to the device or therapy was related and unlikely related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.